Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery as the patient experienced issues with buckling. The physician accidently cut the cylinder when implanting the new device. The ipp was replaced, and no patient complications were reported.